Event description:
This case was reported by a consumer and described the occurrence of gum soreness in a female pt currently (B)(6) who received super poligrip original denture adhesive cream (formulation number (B)(4)) for 20 years denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, described as from the very beginning of use the pt experienced gum soreness. After approximately 17 years of use, the pt experienced sore bones. After approximately 18.5 years of use, the pt had some changes in vision (deterioration) requiring her to wear bifocals. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued two months prior to reporting. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).